Event description:
This device was unable to be interrogated despite all troubleshooting efforts. Device stopped transmitting to home monitoring. No adverse patient events were reported. Should additional information become available, this file will be updated. Device has been received for analysis.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. Upon receipt, the device was subjected to an electrical analysis, revealing that the device could not be interrogated with a programmer, confirming the clinical observation. Therefore, the device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed a depleted battery. In a next step, the battery was disconnected from the electronic module. Further thorough investigation of the electronic module did not show any anomalies. In particular the current consumption proved to be normal and expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the manufacturing. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed a depleted battery and the microcalorimetry analysis showed a normal heat dissipation. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified internal short circuit, which led to an elevated internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, an elevated internal self-depletion within the battery was found to be the root cause for the clinical observation.